Event description:
Patient's spouse called regarding patient's one touch basic meter. Spouse alleged that their meter was reading inaccurately low. Patient felt dizzy. Patient's spouse does not recall any readings. Patient ate food or drank beverage. Patient was taken to the emergency room. Treatment was unknown. Unable to contact the customer to obtain more information.